Manufacturer narrative:
Eval, results: (stent caught on guide during retrieval). Results and conclusion: (lesion not pre-dilated). Eval summary: no resistance was noted when removing device from the hoop. The eighth proximal stent segment was raised, damaged and deformed. The stent was positioned on the balloon between the marker bands as per specs. There was blood residue between the balloon folds. There was a hardened, crystalized substance present inside the inflation lumen.

Event description:
The physician loaded the stent onto the wire and started to move towards the lesion. The physician then removed the device to perform ballooning. As the device was retrieved into the guide catheter, a stent strut got caught. Damage was noted on removal possibly due to stent catching on the guide catheter. There is no pt injury reported.